Event description:
It was reported that during an unknown surgical procedure where a stapler and a green load was used, at the end of the surgery they realized that one of the loads did not staple correctly, presenting opening in the staple zone in the middle of the duodenum. The doctor reported that he made use of the correct technique of preparation of the tissue, and compression of the tissue to perform the stapling. However, when making a final review for patient closure, he noticed this opening in the medial part of the duodenum. Finally, manual suture was performed to close this opening and reinforcement suture in the other areas of clamp, finishing the surgery successfully, doctor reported that patient is well. There were no patient consequences

Manufacturer narrative:
(B)(4). Date sent 5/19/2025. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.